Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced liquid drainage, wound swelling, and pain around the implant pocket of the implantable cardiac monitor (icm). On (B)(6) 2021, the patient called the nurse reporting that they experienced sharp pain when they move or touch the device area. The device seemed to be in a transversal position under the skin. On (B)(6) 2021, the patient was brought to the clinic for further examination. It was noted that the device appeared to be protruding under the skin accompanied by sharp pain when the left breast was moved towards the device. A pocket infection was confirmed on (B)(6) 2021 and the icm was explanted on (B)(6) 2021. The patient's condition was stable before, during and after the procedure.